Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient reported receiving a ¿low reading¿ from her cgm on her tandem insulin pump but cannot recall the specific value. No bg meter comparison value was reported. The patient self-treated by drinking a gallon of grape juice and then began vomiting. The patient called her neighbor for help and they called emergency medical services (ems). Once ems arrived, the patient's bg meter was reading 32 mg/dl while the cgm was providing an unspecified low value (no specific value was reported). The patient was treated with a glucagon injection and transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 129 mg/dl. No cgm comparison value was reported, however, it was stated the cgm device was calibrated but the calibration was not accepted. The patient was treated with IV glucose and an insulin injection. The patient was discharged two days later on (B)(6) 2025. The patient was still recovering at the time of report. The patient reported that her endocrinologist stated that her insulin pump was overdosing her with insulin due to an unspecified malfunction; the patient was transferred to tandem to discuss this issue. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.